Manufacturer narrative:
(B)(4).

Event description:
Procedure: liver resection. According to the rptr: the prevadh adhesion barrier was used and wrapped around a resected liver. Three pieces were used. The pt presented 1 month post implantation with some discomfort. A CT scan was done and seroma was identified around the liver. A drain was placed and the seroma drained. The pt recovered fully and suffered no long term effects. Pt outcome: no change to pt outcome.